Event description:
The reporter called and alleged discrepant results on two pts when compared to the lab. The reported device results were 6.3 and 7.4 inr. The corresponding lab results reported were 4.7 and 4.0 inr. The reporter said she was not sure if the doctor adjusted medication based on the device or lab. She said that either way coumadin would have needed to be held. The device was replaced and requested to be returned for eval.

Manufacturer narrative:
The site has four devices in use. The reporter did not know which device was used on the pts. Four separate medwatch reports are being filed: 1823260-2006-03688, 03689, 03690 and 03691.